Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
The reported complaint was confirmed. The heart lung machine (hlm) responded correctly as the batteries had reached two years. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported issue was discovered during unit check-up when the field service representative (fsr) went to the facility. The fsr verified that the message was displayed on the central control monitor (ccm). He replaced both of the batteries. The unit operated to the manufacturer's specifications. Per data log analysis, on (B)(6) 2019 the system is used and no battery life exceeded message is displayed to the user. On (B)(6) 2019 when the system is powered up, the user is notified that battery life is exceeded. There were no indications of a date jump that would have triggered this notification. The log confirms the complaint.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit was displaying a "you have exceeded your two year service life of your battery" message. There was no patient involvement.